Event description:
Failure to engraft. The pt underwent a bone marrow transplantation from a matched unrelated donor in 1999. Per protocol, the pt received busulfan and cyclophosphamide as the chemotherapy preparative regimen, followed by the immunosuppressive therapy of cyclosporine a and methylprednisolone. The graft composition of cd34 was within normal limits. Although the pt did not have any significant positive cultures noted, a CT scan on 11/26/99 showed "diffuse patchy infiltrates, infiltrates that are ill defined and suggest a fungal etiology." The pt required mechanical ventilation on 11/27/99. On day 26 post transplant, december 14th, a bone marrow biopsy was done. The results showed "virtually acellular marrow with fibroblasts, lymphocytes, histiocytes, and very rare hematopoietic progenitor cells." A decision to withdraw care was made secondary to progressing respiratory symptoms with a pulmonary hemorrhage, multi-organ failure, and graft failure. The pt expired 27 days post transplant. Graft failure is a well-known complication of bone marrow transplantation from unrelated donors. The precise etiology of such graft failures is unclear. One known risk factor is the mismatch at hla-c, which was not the case in this pt. There have been two graft failures in the first seventeen pts on this protocol (11%), which is the incidence of graft failure commonly seen in this setting nationally. This risk factor is stated in the current consent form.